Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt) and the patient could not clear the message using the check button. The patient reported that all the buttons on the device were without function. The patient changed the battery in the device, but e8 was again displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Therefore, moisture entered the insulin pump and caused damages to the pump electronics and the buttons. This source led to an always activated button and unclearable e8 error messages. The damages led to the triggering of electronic errors. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.